Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has lost effective stimulation due to lead migration. An x-ray was taken to confirm migration. Surgical intervention may be pending to address this issue.

Event description:
Additional information received revealed the patient underwent a trial procedure 19 june 2018 to regain coverage for the migrated penta lead. In turn the patient underwent surgical intervention (B)(6) 2018 wherein the existing penta lead tails at level t7 were cut out of the ipg pocket leaving the paddle lead implanted. Dual octrodes were also implanted from t8-t9 and t9-t10 for desired coverage of bilateral back and legs wherein stimulation was achieved. Effective stimulation was achieved intraop.